Manufacturer narrative:
Service was sent to the customer's location on 02/08/2016. The fse stated that upon arrival, he was not able to reproduce the strip jam error reported by the customer. The fse confirmed that no additional loose pads, other than the two reported by the customer were observed. The cause of the loose pad is unknown. The customer was able to run samples with no further issues. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that strips were jamming on their ichem velocity urine chemistry analyser. The customer stated that on two separate occasions when a strip jam was cleared a loose pad was found. A total of two loose pads were found in the strip provider module (spm). Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.